Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera and polaris spectra system control unit (scu) both had an amber light. The internal and external connections were checked and appeared fine. When the ndi toolbox was opened, the firmware revision for the scu and positioning sensor unit (psu) were designated as question marks. The rev14 setup tool was not on this system. There was no patient present at the time of the event.